Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The analyst commented that the lead is stretched and outer insulation is bunched-up at 49.3cm, damaged at implant attempt. Photo was taken. No impedance issue found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the lead had placement difficulty and exhibited high impedance at every attempt. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.